Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 08-mar-2018. This spontaneous case was reported by a gynecologist and describes the occurrence of metrorrhagia ("metrorrhagia") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), visual acuity reduced ("visual acuity decreased") and adverse event ("transit disorder"). The patient was treated with surgery (surgical removal needed). Essure was removed on (B)(6) 2017. At the time of the report, the metrorrhagia, asthenia, arthralgia, visual acuity reduced and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, arthralgia, asthenia, metrorrhagia and visual acuity reduced with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-mar-2018 for the following meddra preferred term: metrorrhagia ¿ analysis in the global safety database revealed 49 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 08-mar-2018. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a gynecologist and describes the occurrence of metrorrhagia ("metrorrhagia") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervix cautery in 2004 and general anesthesia on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), visual acuity reduced ("visual acuity decreased"), gastrointestinal motility disorder ("transit disorder"), back pain ("backache") and abdominal distension ("abdominal swelling"). The patient was treated with surgery (essure removed on (B)(6) 2017 with total hysterectomy and bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the metrorrhagia, arthralgia, visual acuity reduced, gastrointestinal motility disorder, back pain and abdominal distension had resolved and the asthenia was resolving. The reporter provided no causality assessment for arthralgia and gastrointestinal motility disorder with essure. The reporter considered abdominal distension, asthenia, back pain, metrorrhagia and visual acuity reduced to be related to essure. The reporter commented: the essure insertion procedure and monitoring 3 months after were normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Allergy test - on an unknown date: negative. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 8-jun-2018 for the following meddra preferred term: metrorrhagia. The analysis in the global safety database revealed 49 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: patient's information was updated, essure insertion date was amended to (B)(6) 2016, outcome of the events "metrorrhagia", "asthenia", "joint pain", "visual acuity decreased" and "transit disorder" were provided, and the events "backache" and "abdominal swelling" were added. The physician considered some events related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.